Event description:
It was reported that during a laparoscopic endometriosis procedure, there was difficulty in activating the device. Other devices were used to complete the procedure. There were no adverse consequences for the patient

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Pt was revised to address femoral and tibial loosening.

Manufacturer narrative:
(B)(4). (B)(4). The devices were returned in good physical condition. The devices were tested for continuity and both were found to be conforming. Both activated and performed as intended.device b batch # g9j59t.